Manufacturer narrative:
The biomedical engineer troubleshot this reported complaint with ge healthcare technical support. The failure could not be duplicated, however the logs indicate this error occurred. Ge healthcare technical support recommended to reseat the cables from the display to the display connector board.

Event description:
The hospital reported the unit alarmed during pre-used checkout, this could have affected the unit's ability to mechanically ventilate. There was no report of patient involvement.